Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at 7:15am. The patient informed the csr that he does not take any medication to manage his diabetes and that he continued to follow his usual diabetes management routine in response to the alleged meter issue. The patient claimed that an unknown time prior to the start of the alleged meter issue, he became ¿hypoglycemic¿. The patient was unable to describe his specific symptoms. The patient claimed he treated himself with grape sugar in response to his symptoms at an unspecified date and time. At the time of troubleshooting, the csr noted the patient was a first time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The csr noted the test strip completely drew in the blood sample. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.